Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage occurred. The 90% stenosed and mildly calcified lesion was located in the mildly tortuous circumflex (cx) artery. The lesion was pre-dilated with an unspecified maverick2 balloon. The taxus liberte 3.50mm x 16mm stent delivery system (sds) was advanced to the lesion, however, the physician was unable to place the stent and noted that the proximal end of the stent had been damaged. The sds was removed and the procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "ok".

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. It was noted that a number of proximal struts were bent back distally. This is consistent with encountering a restriction with the stent during withdrawal. Damage of this nature is usually the result of withdrawing an un-expanded stent back into the guide catheter. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.